Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received an altitude alarm after the pump was in the bathroom. The customer's blood glucose level was not impacted. The customer cleared the alarm and insulin delivery was resumed.